Manufacturer narrative:
(B)(4). Device evaluated by MFR:: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous internal carotid artery (ic). After a non-bsc stent was deployed, a 6.0 mm x 30 mm x 135 cm (4f) sterling¿ balloon catheter was advanced for post-dilatation. However, during advancement, the device got caught by the stent struts of the previously implanted non-bsc stent but after several attempts, the balloon was able to be inserted to the location to be dilated. When dilatation was attempted, contrast agent was noted to be leaking and it was suspected that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.